Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of 550 mg/dl. Customer was hospitalized due to high blood glucose. Customer had a kidney transplant and believed high blood glucose was caused by medication. Customer treated with lots of liquid and insulin. Customer was wearing insulin pump at the time of hospitalization. Customer requested sensor replacement and declined troubleshooting for high blood glucose.